Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t wave oversensing. No interventions were performed. The patient's condition was unknown.

Event description:
New information received notes that the implantable cardioverter defibrillator re-exhibited post-paced t wave oversensing. No interventions were performed. There were no patient consequences.